Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery and alarm confirmed in history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was unable to perform occlusion test due to motor error alarms. The insulin pump received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 301 mg/dl. Device alarmed a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.